Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), small, thickened leaflet for a mitraclip procedure. During the procedure, mitraclip ntw was placed on central side of anterior and posterior leaflet 2 (a2/p2). Physician had difficulty grasping difficulty. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On 03 june 2026, transthoracic echocardiogram (tte) was performed, and it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 1+ after slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.